Manufacturer narrative:
The referenced faradrive steerable sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the percutaneous catheter myocardial ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that air ingress occurred through three-way stopcock. The product was received for analysis.

Event description:
It was reported that during the percutaneous catheter myocardial ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that air ingress occurred through three-way stopcock. The product was received for analysis and investigation is still in progress.